Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on may 22, 2023, the patient was hospitalized for advanced lung cancer on the left side. At 9:00 am, the nurse performed deep vein infusion therapy for the patient as advised by the doctor. During the maintenance of the deep vein catheter, it was found that the peripheral intubation central venous catheter lacked a catheter fixator, so the new catheter was immediately replaced and successfully completed the operation without causing adverse effects on the patient.

Event description:
It was reported on (B)(6) 2023, the patient was hospitalized for advanced lung cancer on the left side. At 9:00 am, the nurse performed deep vein infusion therapy for the patient as advised by the doctor. During the maintenance of the deep vein catheter, it was found that the peripheral intubation central venous catheter lacked a catheter fixator, so the new catheter was immediately replaced and successfully completed the operation without causing adverse effects on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.